Manufacturer narrative:
Evaluated 1 open/used reservoir. Using a new lab transfer guard; reconnected and performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles. Also ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leakage and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak at o-rings. No harm requiring medical intervention was reported. Reservoir will be returned for analysis.